Event description:
Pt was revised to address infection.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device sterilization records did not reveal any related deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.